Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infection that started on (B)(6) 2022 with symptoms of fatigue weakness on their lower extremities, and had positive cultures for morganella morganii. The patient also had metabolic respiratory failure, acute septic shock, was hypotensive requiring pressor support and was ventilated. They were treated with IV antibiotic, and tunneled line removal. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure, hypotension, and patient outcome could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s sepsis could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists sepsis, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the left ventricular assist device (lvad) operated as expected and the death was not considered to be lvad related. No device was to be returned for evaluation.